Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during review of the activity logs. Review of the activity logs does show evidence of two shock events during which the device prompted to change the battery. The first shock was delivered and during the second shock event the device attempted to shock; however was unable to and discharged the selected energy internally. The clinical data and device activity log suggests the battery may have been too low to charge to the selected energy and confirms the device did not deliver the selected energy during the second shock event. After extensive testing the reported problem could not be duplicated. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.